Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket got error message. The field service engineer removed all pockets from the drawer, cleaned the cubie board and rebooted and had customer to logged into storage space config and placed all pockets back into the drawer. Once all pockets were reinserted, the cubie pocket error got cleared. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pocket was not released. The customer stated that the cubie pocket failed while trying to issue meds. There were no adverse events or injuries reported based on this event.